Manufacturer narrative:
Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2343 hemodynamic instability. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had controller fault alarms and was not able to view data on controller or monitor. The silastic sleeve was also noted to be pulling away from the connector at the controller. The patient was physically stable. After switching to the backup controller, the alarms persisted and the patient began to experience low speed / pump stop alarms. The patient was put on an ungrounded cable and switch to a brand new controller. The new controller displayed driveline fault alarms. There appeared to be damage to the red wire and the patient was noted to have a driveline repair in the past. The noted pump stops occurred while connected to battery power, indicating a phase to phase short. A second driveline repair was unable to be performed due to the remaining length of the driveline. The patient underwent a heartmate ii to heartmate 3 exchange on 30aug2023. Inter-operatively pressure support and significant blood product transfusion was required due to blood loss. Related MFR: 2916596-2023-06551.

Manufacturer narrative:
Incidental finding: superficial tear in the outer jacket at the terminus of the distal end bend relief. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned driveline confirmed wire damage that would have contributed to the reported driveline fault alarms and low speed and pump stop event. Additionally, the reported separation of the driveline distal end bend relief was confirmed by evaluating the returned driveline. Approximately 21¿ of the external portion/distal end of the driveline was returned attached to a system controller. Tongue depressors and black tape were covering the distal end of the returned driveline. A previous driveline repair was noted. An electrical continuity test of the returned driveline, in the condition it was received, was conducted and a continuity issue was found with the red wire. All other wires were found to be electrically intact. The tongue depressors and tape were removed which revealed a disconnect of the distal end bend relief from the controller connector. The driveline was disassembled and examination of the underlying wires revealed a completely fractured red wire adjacent to the controller connector. Further investigation in this area revealed a partially fractured brown wire and a breach in the insulation of the orange wire. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath, bypassing the red, brown, and orange wires, for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the red wire to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. The breaches in the wire insulation of the red (prior to complete fracture), brown, and orange wires could have also resulted in the pump stoppage on external battery power confirmed in the submitted log files if the exposed conductors made direct contact with each other or simultaneous contact with the driveline's metal braided shield to result in a phase-to-phase short. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: superficial tear in the outer jacket at the terminus of the distal end bend relief no further information was provided. The manufacturer is closing the file on this event.